Event description:
Allegedly, the drill did not fit through the universal drill guide for the staple. The surgeon could not drill to the desired depth. A second universal drill guide successfully completed the procedure.

Manufacturer narrative:
The reported event could be partially confirmed, since the device was not returned for evaluation. However, the r&d team was able to recreate the issue with production parts. Based on investigation, the root cause was attributed to a design related issue. The failure was caused by the drill being run at full power prior to being engaged with the drill sleeve and a slight angular torque/pressure applied during use. Preliminary investigation suggests these prior conditions result in failure due to the drill and the drill sleeve are made of the same material and the fact the drill is not electropolished and the drill sleeve is not heat treated. A nonconformance was opened to further investigate this issue. H3 other text : device not returned.

Manufacturer narrative:
Device evaluation is anticipated but has not been completed at the time of this report. A follow-up report will be sent when the investigation is complete.

Event description:
Allegedly, the drill did not fit through the universal drill guide for the staple. The surgeon could not drill to the desired depth. A second universal drill guide successfully completed the procedure.